Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) reached elective replacement indicator (eri) due to a charge time of 23.3 seconds. The device was explanted and successfully replaced with a new ICD. No adverse patient symptoms were reported.